Event description:
The physician attempted arteriotomy closure with the perclose a-t device (the closer ak) after a diagnostic procedure. The first device was inserted and deployed. Upon needle retrieval it was noted that the "suture did not come out of the instrument". The second device was inserted and deployed without problem. The artery access was confirmed to be in the common femoral artery. The pt was transferred to the holding area following the procedure. The pt complained of right leg pain and numbness. The peripheral pulses were not audible by doppler. An ultrasound was performed which confirmed an occlusion of the right distal common femoral artery with collateralization maintaining patency of the superficial femoral artery. The pt was taken to surgery the same day. The surgeon noted that a thrombus and a posterior intimal flap were present. A right common thromboembolectomy and arterial repair were performed. The post-operative documentation stated "the pt was found to have significant scarring around the vessel from prior catheterizations. There was a small to moderate amount of thrombus in the common femoral artery. There did not appear to be complication with the closure device. The sheath entry was into the medial wall, in an area with soft plaque is what appears to have been disrupted". The pt was reported to do well post operatively. The physician stated taht "no intimal flap was noted on the sheath shot that was performed prior to inserting the first device." It is possible that the first device might have disrupted the plaque/intima since it was not visible on the original sheath shot. It's possible it could have happened when inserting the sheath or anything else". There was no report of further adverse pt sequelae.